Event description:
Same event as MFR #: 2134265-2008-00404. It was reported that during a percutaneous coronary interventional procedure, a guide wire fracture occurred. The 99% stenosed and calcified lesion being treated was located in the moderately tortuous proximal to mid left anterior descending artery (lad). Following successful ablation the burr was removed. The physician then rotated the 1.25mm rotablator burr on the floppy rotawire guide wire at 190,000 rpms "experimentally" outside of the body, and the floppy rotawire guide wire fractured. The procedure was then completed with a new rotawire guide wire and a 1.75mm burr. Patient status was reported as 'good'.